Event description:
Patient (age unk) was presented to the interventional lab for repair of the common iliac artery (side unk). The vessel was described as heavily calcified and slightly tortuous with an 80% stenosis. After properly inspecting and prepping the device, the physician advanced the balloon to the lesion. There is no information as to if the physician had any difficulty accessing the lesion with a guidewire. Upon inflation of the balloon with an inflation device, it ruptured at 8 atmospheres. The balloon was safely removed from the patient and another balloon was used to continue the procedure. There was no adverse consequence to the patient.